Event description:
It was reported that a (B)(6), patient underwent an x-stop procedure. The patient was noted with deep venous thrombus, right leg. Reportedly, the resolution was (B)(6), 2010. No additional information was reported.

Manufacturer narrative:
Method - device was not returned; followed up with company representative.